Manufacturer narrative:
Device manufacturer address 1: (B)(4). Smetzer, judy; cohen, michael; shastay, ann; jenkins, russell and shultz, kelly. ¿tubing spikes drop from IV bags in use.¿ acute care ismp medication safety alert, vol. 27, no. 3, 2022 pp 2-3. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the spike of five (5) clearlink system continu-flo solution sets were observed "falling out" of non-baxter intravenous bags during infusion. "Some" of the bags contained fentanyl. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6 and h10. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.